Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached alarm during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be lifted. Functional testing was able to duplicate the reported problem. It was determined that the bad dso sensor was the root cause. The dso sensor and the dso seal were replaced. The device then passed all functional tests.